Manufacturer narrative:
Additional information: concomitant medical products. One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition with scratched screen. Event history log review was performed and found no evidence of reported problem. Investigation found service due displayed upon power up of the pump and the clock battery needs to be replaced. According to the investigation the clock battery caused the reported problem. Service replaced the clock battery to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump exhibited "out of service" error message. It was reported that the patient was unable to switch to backup. Therefore, the patient was admitted to the hospital and the patient's therapy was restarted using pump available at the hospital. No patient consequences were reported. No adverse effects were reported.